Event description:
Patient had a magnesium (mag) rider infusing in the port closest to the IV site. Medication was finished and mag stopped and discontinued. Later, the patient sat up in bed and said that blood started backing up out of the port closest to the IV site and spilling out onto the floor. Nurse noticed that the port looked "broken." They checked the tubing from the mag that was attached to that port and part of the plastic hub was broken off into the end of the mag tubing. They saved the tubing that was attached to the mag as well as the tubing from the normal saline.